Manufacturer narrative:
An event of difficult removal (entanglement with valve) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no related incidents were found. Information from the field indicated that deployment was successful. When removing the system, a slight push on the wire caused the nose cone to catch on the edge of the valve in the non-coronary cusp (ncc) and pull the valve up to 0mm depth. Based on all available information, the reported event appears to be related to procedural conditions (push on wire cause interaction with valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. Patient had severe annular calcification with a calcium score of 2477. Patient presented sinus rhythm. Native valve dimensions were perimeter: 72mm, area: 400mm squared. Pre-dilatation was performed with a 20mm non-abbott balloon (balloon annular valvuloplasty (bav)) with rapid pacing at 180 beats per minute (bpm). During the bav, the patient developed left bundle branch block (lbbb). The flexnav was advanced over the non-abbott guidewire. At 80% deployment, the valve appeared slightly constrained in the non-coronary cusp. Upon waiting a few minutes the valve stent struts uniformly expanded in all coronary cusps. It was thought this initial under expansion was due to anatomy. The valve was deployed at 3mm depth on both the left and non-coronary cusps. During deployment, the nose cone was not centralized causing the nose cone to catch on the valve which caused the valve to shift on the non-coronary cusp (ncc) side. Implant depth was 0 to -1mm on the ncc side. There was no difficulty in deploying and no tension in the delivery system during deployment. The migrated valve did not obstruct coronary arteries. There was no attempt to snare the valve. A second 25mm navitor valve was then implanted valve in valve utilizing a replacement small flexnav valve in valve with a good final implant depth of 5mm on non-coronary cusp and 3mm on left coronary cusp. Sufficient calcium was present for sealing. Mild aortic regurgitation was present due to a trace/mild perivalvular leak (pvl). There was no issues with expansion of the valve. After deployment of the second valve, the patient went into complete heart block. No intervention was performed for the pvl. The patient left the operating room with a temporary pacemaker. Later the same day, a permanent pacemaker was implanted. The patient had a history of myasthenia but not heart failure, diabetes or pulmonary hypertension. No history of conduction disturbances. The patient was reported to be stable.